Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2010.

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used during implant. It was noted that after multiple attempts, a stylet was unable to pass through the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet insertion test was performed, result was passed. The stylet passed completely through the coil lumen to the distal tip without obstruction. If information is provided in the future, a supplemental report will be issued.